Event description:
It was reported that the driver overheats. This did not occur during a procedure and there was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The driver was received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.